Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge her ipg. As a result, the device became inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. No further information is known at this time.